Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited high thresholds, under-sensing noted on presenting electrograms (egm) as well as far field r-wave (ffrw) over-sensing noted on the fast atrial and ventricular episode. The ra lead remains in use. No further patient complications have been reported as a result of this event.